Event description:
Healthcare professional reported patient was injected with skinvive¿ by juvéderm®. An unspecified time later, patient experienced some "dark, dusky mottling, and some blanching." The provider then injected the patient with hylanex as treatment. Symptoms have resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a6, b5, b7, d6a, h6, h8.

Event description:
Healthcare professional reported patient was injected with 1 ml skinvive¿ by juvéderm® in the right cheek. The same day, patient experienced some "dark, dusky mottling, and some blanching." Treatment noted as massage, heat, asa 325 mg, and hylenex. Symptoms resolved three days later.